Event description:
It was reported that there was oil leaking in significant quantities under the new stool upon removal from the box. This clinic has not yet opened, therefore there was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Result - lock nut, release valve, hydraulic line. The eval codes are provided are based upon the distributor's eval report. The distributor is awaiting service parts to repair this device.